Event description:
Nurse at hosp called to report the customer was hospitalized for diabetic ketoacidosis. The nurse had no further info.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.